Event description:
As reported in a double-blind survey, respondent number twenty-nine indicated distal embolization, minor, small particles without significant damage. Visible debris after retrieval of an unknown angioguard rx was also indicated however, the respondent indicated that this is debris that is commonly seen since the "sence" of the angioguard is exactly this purpose to prevent embolism. The device is not available for return.

Manufacturer narrative:
As reported in a double blind survey, respondent number twenty nine indicated distal embolization; minor, small particles without significant damage. Visible debris after retrieval of an unknown angioguard rx was also indicated however, the respondent indicated that this is debris that is commonly seen since the "sence" of the angioguard is exactly this purpose to prevent embolism. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and based on the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "embolism" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. In addition, patient related events cannot be duplicated in the lab. The type of embolism was not specified, however, as per the instructions for use (IFU), air embolisms are a potential complication and is listed in the IFU as such. It is important to remove the system only with the capture sheath, not the deployment sheath. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.